Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a prevent needle. The customer reports having 4-6 occurrences, when administering vaccines that the vaccine comes out of the orange hub when attempting administration. The customer states that the vaccine was lost so they had to revaccinate. Procedure was tetanus shot. The vaccination was stopped and a new one had to be administered. No patient harm.